Event description:
It was reported that during an implant while the device was still in the box, low joules in therapies were observed. The device was replaced and returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). The reported field event of hv output waveform having low joules in a fixed pulse width mode was confirmed in the laboratory. The joules were low since a high voltage lead impedance check was performed while the device was still in the box, which resulted in a high hv lead impedance measurement. The device was tested on bench using g default settings and performed within product specifications. The device was normal and no anomalies were found.